Event description:
It was reported that a spectrum pump displayed syste error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation found the motor was producing noise and vibration above expected levels while running a test set in basic mode. The internal motor inspection was invasive, so the motor assembly was replaced.